Manufacturer narrative:
The referenced report of increased powers/flows and hematuria, pump exchange, clot is covered under medwatch MFR report #2916596-2017-01534. No product was returned for investigation. A correlation between the device and the reported event could not be conclusively determined. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6)2017, culture was positive for staphylococcus aureus. Since this time, there has been drainage from the driveline exit site. On (B)(6)2017, the patient was started on continuous infusion cefazolin. There was no evidence of bacteremia and CT abdomen/pelvis along with tagged white blood cell scan did not show a deep infection.

Manufacturer narrative:
The referenced report of increased powers/flows and hematuria, pump exchange, clot is covered under medwatch MFR report #xxxx(cs-092437, complaint #(B)(4)). (B)(4). Approximate age of device ¿ 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient admitted to hospital (B)(6) 2017 for treatment of driveline infection. Shortly after arrival patient was noted to have increased powers/flows and hematuria. Patient¿s coumadin compliance was in question. There were no alarms reported for this event. Patient was started on bactrim. Pump was exchanged on (B)(6) 2017 and a clot was visualized on inflow bearing. Patient was placed on keflex. No additional information was provided.